Event description:
Sales rep reported that when inserting a 4x 110 pin ( lot w63530 code 114110) into pin stabiliser ( code 112680 lot 19050915) pin bent and snapped in stabiliser. System 6 was required to remove pin . New pin had to be used with new stabiliser. The procedure was a left mako unicompartmental knee replacement. There was a delay of 10 minutes. Case type: pka. Surgical delay: 10 minutes.

Manufacturer narrative:
Reported event: sales rep reported that when inserting a 4x 110 pin ( lot w63530 code 114110) into pin stabiliser ( code 112680 lot 19050915) pin bent and snapped in stabiliser. System 6 was required to remove pin . New pin had to be used with new stabiliser. The procedure was a left mako unicompartmental knee replacement. There was a delay of 10 minutes. Product evaluation and results: product inspection could not be performed as the product was not returned for evaluation. Product history review: review of the device history records for l/n w-63530-1 indicate 353 devices were manufactured and accepted into final stock on 02/13/2019. No non-conformances were identified during inspection. Review of the device history records for l/n w-63530-2 indicate 691 devices were manufactured and accepted into final stock on 03/12/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 144110, lot number w-63530, shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Sales rep reported that when inserting a 4x 110 pin ( lot w63530 code 114110) into pin stabiliser ( code 112680 lot 19050915) pin bent and snapped in stabiliser. System 6 was required to remove pin . New pin had to be used with new stabiliser. The procedure was a left mako unicompartmental knee replacement. There was a delay of 10 minutes. Case type: pka. Surgical delay: 10 minutes.